Manufacturer narrative:
22-nov-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 16-nov-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke in mouth / pin flew out and the head was loose in mouth with the metal pin [device breakage]. Product counterfeit [product counterfeit]. No adverse event [no adverse event] . Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 04-oct-2017 that he/she just recently used an oral-b flexisoft or precision clean brushhead on his/her oral-b rechargeable toothbrush, version unknown and the brush head simply broke in his/her mouth. The consumer elaborated that the pin flew out and the head was loose in his/her mouth with the metal pin. The consumer had never experienced this before, and still had the brush head in his/her possession. No symptoms developed. Relevant history: none reported. No further information was provided. 21-oct-2017 received consumer's follow-up e-mail: the consumer reported that the logo did not come off when he/she scratched it with a coin. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke in mouth / pin flew out and the head was loose in mouth with the metal pin [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she just recently used an oral-b flexisoft or precision clean brushhead on his/her oral-b rechargeable toothbrush, version unknown and the brush head simply broke in his/her mouth. The consumer elaborated that the pin flew out and the head was loose in his/her mouth with the metal pin. The consumer had never experienced this before, and still had the brush head in his/her possession. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo did not come off when he/she scratched it with a coin. No further information was provided.